Manufacturer narrative:
(B) (4). (B) (4). Device #2 and 3, part# 12673-03, lot# unk indicated are being filed under separate medwatch MFR numbers. The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.

Event description:
Device malfunction: device #1 needle to cuff miss. Time of device malfunction: during vessel closure. Symptoms/ae: failure to achieve hemostasis. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of heavily calcified common femoral artery after an interventional procedure. Reportedly, a needle to cuff miss occurred. A second and third proglide device were used with the same results. Manual compression was used to achieve hemostasis. There were no reported adverse pt effects. Though requested, no add'l info was available.